Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16667. It was reported that patient had a fall and x-rays confirmed the leads migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored.